Manufacturer narrative:
This complaint was submitted in error. This device was already reported in MDR-1028232-2021-00389. This file will be closed.

Event description:
Device was explanted due to dislodgement and device came out of the pocket. Additional information will be added to this file if received.